Event description:
It was reported that the md was unable to remove the guidewire during the insertion of the intra-aortic balloon (iab). There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on interior and exterior surfaces of iab. Spring wire guide (swg) was protruding from both ends of iab. Central lumen was broken at the flex-tip assembly, approximately 6 cm from the distal tip. Swg was removed from iab and examined under 10x magnification. Coils of the swg were overlapping approximately 41 cm from the j-tip of the swg. Central lumen was broken at the same location. It appeared that excessive force was placed on the central lumen during insertion or attempted removal of swg. A vacuum was pulled on the one-way valve and held. A different swg was fed thru the central lumen up to the broken area located approximately 6 cm from the distal tip. Iab was submerged and pressurized in water. Bubbles exited the distal tip and luer, indicating a broken central lumen. After blocking both ends of iab, no other leaks were detected in the iab or bladder. A DHR re-review was conducted on the iab and it met all specifications and passed all in-process testing. The root cause was determined to be the overlapping of the coils of the guidewire. Conclusion: swg coils overlapping and broken central lumen.